Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. A review of the event history log confirmed the error had occurred. Visual and functional examination found the position potentiometer inoperable. The position potentiometer was replaced. After device repair and recalibration, the device was found to pass all deliver, accuracy and functional tests.